Event description:
I had breast cancer and was reconstructed with an allergen saline implant in 2008. My health has continued to decline. After years of suffering with bii breast implant illness symptoms I had a breast revision surgery on (B)(6) 2020. My chest muscles were shredded per my plastic surgeon. I found several places that list muscle deterioration that is irreversible, yet my plastic surgeon did not mention this and proceeded with reconstruction. Saline implants have cost me years of sickness, and as a breast cancer survivor I was more concerned with my chemo than a water implant that was explained to be safe. I am having them removed in less than two weeks but would like to have this investigated. My surgeon never mentioned implants as being a concern, and expressed that silicone implants have a 0% rupture rate. When I asked for the data to support this he provided a bias study done by a md who was employed by an implant company (mentor). My surgeon is also a mentor implant provider. I found the 2019 warning by the FDA expressing concern, but they are still being used. My gallbladder was dead in my body (very close to my saline implants) and had to be removed on emergency surgery because I was in danger of a rupture and had 0 function when diagnosed by my gastro dr. And. I feel that my ongoing health problems including terrible migraines are all linked to the implants. I feel that my current plastic surgeon (dr. (B)(6)) is bias as he does many elective implant surgeries and has much to gain by not disclosing information. He did not lie when he said the rupture rate was 0% for silicone implants because he gave me the study to support that from 2005, but he omitted the remaining data where rupture rates do exist but not for reconstruction revision patients, but all other categories (augmentation, breast reconstruction after mastectomy) all have rupture rates. This speaks to the reliability of the product overall, and should not be omitted in a patient discussion. I pleaded with dr. (B)(6) (cancer center (B)(6)) for approximately 2 years trying to find out what was wrong. She and dr. (B)(6) (oncology) examined me physically and told me I was fine. Unfortunately, my chest was shredded and I was in terrible pain. If oncology docs don't know how to properly evaluate a patient with breast cancer reconstruction then a referral should be made to someone who can. Since oncology did not isolate the issue I continued to desperately search for a solution and had appointments with ortho, endocrinology, neurology, allergy, breast surgeon, and finally dr. (B)(6) who specialized in plastic surgery. I feel my doctors did not support me in understanding what my problem really was, and I feel I unnecessarily suffered for a long time with no idea of why, or any solution to come. I am scheduled for implant removal on (B)(6) 2020. I hope I can go through this last surgery and that I will not develop an autoimmune disorder or other problems. The results will be devastating and I will have to live with them, but do not think this should go unnoticed and would like this issue to be investigated. I feel my plastic surgeon was misleading at best, but because I am in the middle of surgeries and have breast expanders in now, and he is the only doctor in my area that is capable of removing the capsule and in my insurance companies in-network benefit I am going to proceed with this last surgery. I am hopeful that my symptoms will subside as many women have experienced but feel that my suffering was unnecessary and doctors are uneducated, unethical, and have not been supportive in my recovery. I would like to see implants removed from the market in the us as they create many health problems and am certain they are responsible for many women being sick for a very long time. Through all of my dr. Appointments not one doc has mentioned my implants as being the reason for my chest deterioration, headaches, body pain, etc. Thank you. FDA safety report ID #: (B)(4).